Event description:
According to customer, a synchron cx9pro instrument generated an elevated urea nitrogen (bun) result. The elevated result was obtained from an emergency room (ER) pt (sample a). The elevated bun result from sample a was 107mg/dl. Even though the pt was subsequently admitted to the hospital, the customer indicated that the ER pt was not admitted to the hospital solely on the bun result. The customer indicated that the pt had other chronic illnesses. The customer indicated that the pt was administered fluids while in the hospital. The customer did not provide any additional information regarding the type of fluids provided and the amount administered. The following day, a new sample (b) for bun testing was collected from the pt. The bun result from sample b was 32mg/dl. After the low result from sample b was reviewed, sample a was thawed and retested for bun. The repeated sample a bun result was 28mg/dl. The customer did not provide any information if a corrected report was sent for sample a. The customer indicated that there has been no pt injury that can be attributed to this event.